Event description:
It was reported that inflatable penile prosthesis (ipp) reservoir migrated from abdomen to scrotum, causing the patient pain, discomfort and inability to use the device. Physician removed and replaced reservoir.